Event description:
It was reported that a spectrum iq infusion pump was not delivering correct amounts during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of unit outside testing vtbi not delivering correct amounts was not reproduced. A review of the event history log (ehl) revealed 5 infusions at recommended parameters. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.